Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had spi to motor pic communication error. The customer¿s blood glucose level was unknown. Customer reported that the able to clear the alarm. Customer reported that insulin pump did require rewind. Customer not able to complete rewind. Troubleshooting was performed. Customer was advised the pump would need to be replaced and refer to back-up plan. The insulin pump will be returned for analysis.